Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) and the lens tore. The lens was removed with no patient injury and the backup lens was implanted.

Manufacturer narrative:
(B)(4) no consequences or impact to patient. (B)(4) tears, rips, holes in device, device material. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one lens haptic torn. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).